Event description:
As reported by the study, nine days after percutaneous coronary intervention (pci), the pt had angina pectoris and an inferior wall q-wave myocardial infarction that was target vessel related. Ck was greater than or equal to five times above the upper normal limits. Ck-mb was three times above the upper normal limits and troponin t was four times above the upper normal limits. Coronary angiography revealed 99% occlusion within the stent. The main cause was believed to be due to clopidogrel resistance. The pt was treated with another non-registry drug eluting stent, a promus stent, with no other complications. This pt presented to the cardiac catheterization unit and 2-vessel disease was found. The primary indication for intervention was unstable angina pectoris (troponin negative or unk). Pre-procedure ck, ck-mb and troponin were within normal limits. The pt's blood pressure at the beginning of the procedure was 113/50 and the heart rate was 67. The left ventricle ejection fraction (lvef) was 30-50%. Pre-procedure medications included aspirin, statins and beta blockers. Intra-procedure medications included aspirin and unfractionated heparin. Pci was performed on a 70% de novo lesion in the proximal right coronary artery (rca) of 13 mm in length in a 3.5mm vessel diameter. The (b2) concentric lesion was characterized with an irregular contour, ostial, little to no calcification and thrombus absent. A 3.5x13mm cypher select plus stent was deployed at 20 atmospheres (atm) by direct stenting with satisfactory results. Post-dilatation was conducted with a 4.0x8mm balloon at 18 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) iii flows were recorded, respectively. Intra-vascular ultrasound (ivus) was used. Post procedure ck, ck-mb and troponin were within normal limits. There were no procedural complications. The pt was discharged two days following the procedure. Coronary angiography was conducted before the pt was discharged. Post-procedure medications included permanent aspirin, clopidogrel for 6 mos, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and eval.